Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, field service engineer(fse) found the door failed to close all the way when fse attempted to fully close it. Fse found door slides had been sheared off due to excessive force of cables on slides. They require replacement. Replace door winch cable and replace door slides. System functioning as designed. H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was unable to confirm reported complaint. Test winch motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Winch assembly functioned as normal. Visual inspection shows normal wear. No functional fault found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000273, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000429, serial/lot #: (B)(6). Rev. 8, ubd: , UDI#: ; product ID: bi71000166, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000556, serial/lot #: -, ubd: , UDI #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the door got stuck about a quarter of the way when attempting to open the gantry from around a patient. It would not close or open after it got stuck. The site rebooted the system, but that didn't resolve the issue. The site resorted to opening the gantry manually to remove it from around the patient. They had another imaging system that they used to continue the case. There was a delay of about 10 minutes. There was no impact on patient outcome.